Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen was cracked, rendering the device of uncertain functionality and no longer water resistant, and a replacement was arranged; the affected device component was the touchscreen and the medical device problem involved a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.